Event description:
It was reported that on (B)(6) 2013, an acculink stent was implanted in a left internal carotid artery vessel and the patient was discharged home on (B)(6) 2013. On (B)(6) 2013, the patient fell and hit his head. The patient was found by his son passed out on the floor and was hospitalized. A magnetic resonance imaging (MRI) was done with findings of an acute intracranial hemorrhage without a diagnosis of acute cerebrovascular accident (cva). There was no treatment provided. The symptoms are listed as serious and continuing. The patient was discharged on (B)(6) 2013 to another hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of intracranial hemorrhage is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.